Event description:
It was reported that a pediatric locking compression condylar plate broke sometime post-operatively. The device was reportedly implanted originally on (B)(6) 2015. Per the surgeon, a scheduled revision procedure was to occur on (B)(6) 2015. It is unknown if that procedure took place. This report is 1 of 1 for (B)(4).

Event description:
Per information received on july 7, 2015: the revision procedure did occur on (B)(6) 2015 and was completed successfully with no reported patient harm.

Manufacturer narrative:
Additional product codes for this report include hrs. A revision procedure was scheduled for (B)(6) 2015. It is unknown if the procedure has actually taken place. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.